Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a patient with ongoing skin reactions from sensor patch adhesive over the past one to two months. Patient's mother does not have specific dates or details about the sensors that caused the skin irritation. Patient's mother reported this alleged sensor was inserted at the arm on (B)(6) 2015. In general, patient's mother reported that sensor insertion sites have developed purulent drainage (pus) that seeps through the adhesive patch. When sensor patches are removed, the skin is wet and looks as though the skin can peel off. The skin dries and becomes red and flaky. This process usually takes two weeks to heal. Patient's mother stated that the sensors have left rectangular shaped scars. This alleged sensor resulted in scaring to the arm. Patient's mother reported that sensor insertion sites are alternated and different adhesives have been applied. Multiple site treatments have been unsuccessful. Additionally, patient's mother reported that she uses a blow dryer at the adhesive site, on low heat, to dry the skin after bathing. Patient's mother stated that patient was seen by endocrinologist on (B)(6) 2015, for his three month checkup. Patient's mother showed the physician sites and locations of irritation from previous sensors. Physician did not prescribe medication or provide treatment for the reported skin reaction. Patient's mother states that physician diagnosed patient with 1st degree burn from sensors. At the time of contact, patient's mother reported current condition of skin reaction as "ok". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Photographs were provided confirming the customer complaint. The reported event was confirmed. The root cause cannot be determined.